Manufacturer narrative:
No pre-existing anomaly detected by checking the manufacturing charts of the involved lot# (16ap04w), no other complaints received on this lot#. We will submit a final MDR on this issue once the investigation will be completed.

Event description:
During hip surgery performed on (B)(6) 2018, 2 intraoperative issues were experienced with the same handle: impossibility of removing the instrument from the delta pf cup, breakage of the instrument itself. These issues caused prolonged surgery time of 15 mins, another instrument was available to complete the surgery. Event happened in (B)(6).